Manufacturer narrative:
Continue: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed via MRI. This record is for left side. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported rupture confirmed via MRI. This record is for left side. The device was explanted.